Manufacturer narrative:
Serial number is unavailable. This device is not distributed in us so that unique identifier is blank. Pentax medical smart assistant system model sas-m10 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary: it was caused due to the product specification for addessing this customer's request. It is not a product failure, but a enhancement request. Since there are no defective parts, the component code is blank. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of installation. There was no report of patient harm. Discovery needs to be improved by having a possibility to switch the indication box on and off.